Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient¿s cgm displayed 385 mg/dl. The patient self-treated with insulin and within 20 minutes, the patient became disoriented and confused. A finger stick bg was not performed. The patient¿s son-in-law was present and provided her with juice, candy, and contacted her daughter who transported her to the hospital. The patient¿s bg upon admission to the emergency department (ed) was 79 mg/dl post juice and candy. The patient was evaluated, a head computed tomography (CT) scan and blood work were performed, and the patient was released from the ed later that day. An intravenous (IV) cannula was inserted but no medications or IV fluids were administered. At the time of report on (B)(6) 2021, the patient had since been discharged from the hospital. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.